Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It is unknown if the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with vancomycin (1gm/3 days, route not reported) and ceftazidime (1 gm, intraperitoneally, frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the event. The action taken with dianeal therapy was not reported. No additional information is available.